Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient complained of pain at the pocket site and buttock pain/inflammation. The rep reported that the healthcare provider determined that the device should be removed. Once the device was removed, an infection was discovered under the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.